Event description:
It was reported that the patient presented in the hospital after experiencing syncope, which resulted in a fall and breaking his cheek bone. The device was reprogrammed and remained implanted. The patient would be monitored to determine the effectiveness of the programming changes.

Manufacturer narrative:
Device was reprogrammed.